Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system with a dexcom g7 continuous glucose monitor (cgm), the user experienced two lows in one day, with the first occurring overnight reported at 51 mg/dl as basal insulin gradually lowered glucose and the second following an overcorrection that resulted in high blood glucose of 253 mg/dl. The event was managed with oral fast-acting carbohydrate, and education was provided to prevent overtreatment. Symptoms included hypoglycemia, subsequent hyperglycemia from overtreatment, and distress. Outcomes included the need for unexpected medical intervention in the form of medication (oral glucose). Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.